Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 90% stenosed lesion being treated was located in the severely tortuous, highly calcified distal circumflex (cx). The lesion was predilated with a 2mm balloon. The physician attempted to deploy a 2.50 x 16mm taxus express2 drug eluting stent, but resistance was felt. The stent was deformed when it was introduced into the target lesion. The procedure was completed with another of the same device. No pt complications were reported. Pt's status reported as "good".